Event description:
An aliquot of red blood cells (rbc) was pulled into a 60 ml syringe for a patient in the neonate intensive care unit (nicu). The syringe was placed in a plastic bag and in a tube carrier with a large piece of foam to protect the syringe. When it arrived in the nicu, the top cap of the syringe had sheared off in the tube station, leaking blood into the tube carrier. The syringe was brought back to the lab for evaluation and discarded. After careful examination, it appears that the cap snapped off right at the collar, the internal threads of the cap did not break due to twisting the cap too hard. This is the 60 ml syringe from codan us corporation, lot number 72486. Manufacturer response for set, administration, intravascular, marian medical inc (per site reporter). Vendor/manufacturer has offered to replace all products with these lot numbers.